Event description:
The customer reported that a nurse (scrub technician) sustained a cut while opening a surgical knife (ref. 374891) due to the safety shield being open or not fully engaged. According to the complaint details, the injury occurred during case preparation, when the scrub technician accidentally held the tip of the blade while it was still in the carrier. The sliding safety side port was not fully engaged, leaving the blade exposed. The incident occurred prior to clinical use, and no patient was involved. The injury resulted in a cut to the hand, leading to blood contamination of the cataract setup. The nurse required a short break to apply pressure; however, no further medical treatment was necessary. Based on the available information, the injury in this case was minor and did not result in lasting health consequences. However, the failure of the safety mechanism (protective shield not fully engaged) represents a device malfunction that could expose users to an unintended sharp hazard. If this issue were to recur, it could result in more serious injury to healthcare professionals. Therefore, this complaint meets the criteria for medical device reporting due to a malfunction that could potentially lead to serious injury upon recurrence.